Event description:
It was reported that the customer's pump screen was dark and wouldn¿t turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer to press the center of the button on the pump, which resolved the issue as the display turned on and the pump functioned as intended.